Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer went to the emergency room (ER) and was treated with intravenous fluids of glucose and was released 2 hours later with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to customer requesting and approving a large user bolus; this action was followed by the low bg event, customer acknowledged and understood.